Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced gastrointestinal bleeding and was treated with blood transfusions. It was reported that the patient was feeling well. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.